Event description:
It was reported that an ilet user experienced a blood glucose of 271 mg/dl after dinner and had not entered a meal announcement due to perceiving low carbohydrate content. The user asked whether to announce after the fact and was advised not to do so to avoid pump maladaptation, with education provided to allow the system to correct. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for further assistance or follow-up. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction and that the event was attributable to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to missed meal announcement.